Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the a product liability claim was raised. The patient was implanted an unknown durom acetabular component on (B)(6) 2006. The patient was revised on (B)(6) 2016 due to due to pain, metallosis and high metal ions level.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown winterthur hip in 2006 on the right side. As the exact implantation date is unknown, (B)(6) 2006 was taken as date of implantation. Subsequently, the patient has been experiencing pain since 2011,limited walking, and MRI revealed metal fragments. A revision surgery is planned.

Manufacturer narrative:
This case was reopened on december 14, 2016 to enter additional information which was received on december 07, 2016. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p. The patient was revised due to pain, loosening, elevated metal ions, metallosis, armd, wear and cyst.